Event description:
It was reported that at a follow-up appointment, the patient reported hearing beeping tones from this subcutaneous implantable defibrillator (s-ICD). Interrogation revealed that the device was exhibiting the elective replacement indicator (eri) five years after implant. Boston scientific technical services was contacted and confirmed via device data review that this s-ICD battery was prematurely depleting. Replacement was recommended within 60 days. The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The s-ICD is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that at a follow-up appointment, the patient reported hearing beeping tones from this subcutaneous implantable defibrillator (s-ICD). Interrogation revealed that the device was exhibiting the elective replacement indicator (eri) five years after implant. Boston scientific technical services was contacted and confirmed via device data review that this s-ICD battery was prematurely depleting. Replacement was recommended within 60 days. The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The s-ICD was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.